Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned with no apparent damage and with one (B)(4) cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the device fully fire and stop during the automatic knife return? Fully fired.

Event description:
It was reported that could not return blade. During the laparoscopic resection of the stomach, could not return the blade, used the manual override lever to return the blade. Another like product was used to complete the procedure. There is no report on the patient's injury. Our customer suspect it was battery issue.